Event description:
A report was received that a dual implant patient would have a pocket revision due to the ipg's being too close to the skin and causing discomfort. Both of the patient's ipg's were relocated. The patient was reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.